Manufacturer narrative:
(B)(6).

Event description:
A manufacturer representative reported a surgeon used the ratchet screwdriver contained in the implantable neurostimulator (ins) box to tighten the lead into the header during an implant procedure. A gentle pull on the lead to check security showed that the lead was not secure and it came out of the header. The surgeon tried using he screwdriver again and the other screwdriver from the tined lead kit, but neither would tighten the lead in place. The surgeon adapted the process by holding the screwdriver tight, thus not allowing the ratchet style action to occur. The surgeon was concerned that the screw would be overtightened on the lead and/or it was not secure. There were no plans to explant at this stage or return for analysis. The consumer was alive and well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.